Manufacturer narrative:
Additional information was received that the failure was not related to the anesthesia machine. There was no reportable malfunction of the unit.additional information was received that the failure was not related to the anesthesia machine. There was no reportable malfunction of the unit.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction that could have the potential of a flow sensor flapper being stuck. There was no report of patient involvement.